Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Technical services (ts) recommended device replacement because of this anomaly. Additional information was received that this device has been surgically explanted and replaced due to premature battery depletion. The device has been sent into boston scientific for further analysis. No additional adverse patient effects were reported.